Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 80% to 5% while connected to a power source and subsequently shut off due to insufficient power. In addition, the customer was having intermittent difficulty charging the pump. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.